Manufacturer narrative:
User facility personnel stated that the screw fell onto a prepped stand next to the table and did not contact the patient. A steris service technician arrived onsite following the reported event and found that user facility personnel had already repaired the lighting system. As user facility personnel performed the service activity prior to the technician's arrival, a root cause as to why the screw fell from lighting system could not be determined. The reported event may be attributed to personnel bumping the lighting system into walls or other equipment. The operator manual states, "sec. 1 - safety precautions: do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled user facility personnel on the proper use and operation for the lighting system specifically, not bumping the lightheads into walls or other equipment. The technician verified the lighting system was operating properly and no additional repairs were made. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a screw fell from their harmonyair m-series lighting system into the sterile field. No report of injury or procedure delay.